Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure high, out of range, impedance was noted. An attempt to adjust the device and resolve the issue was unsuccessful. The device was replaced.

Manufacturer narrative:
The reported field event of high pacing and hv lead impedance during the implant procedure was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Visual inspection identified silicone inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. The improperly connected lead may have led to the impedance anomaly.